Event description:
It was reported that the patient's ipg was unable to connect following a rf ablation. Troubleshooting was able to resolve this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an rf ablation. The rep met with the patient and is connected. The issue is resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.